Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as a stage 2 pressure ulcer that is an open wound under their right breast. There was no alleged device malfunction contributing to the irritation. The patient¿s nurses provided wound care and removed the lifevest for the skin irritation. Follow up indicated that the skin irritation improved.